Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after eating dinner during a sensor warm-up and subsequently consuming an unannounced ice cream bar; the highest cgm reading was 387 mg/dl with a confirmatory glucometer value of 390 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury and reliance on the system¿s correction algorithm to reduce glucose. Investigation included user interview and troubleshooting focused on meal announcements and device use education. Investigation of this case revealed that the hyperglycemia was associated with a missed meal announcement during sensor warm-up, with no device alarms and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related due to a missed meal announcement.